Manufacturer narrative:
Model number/catalog number 72404127, serial number null, batch/lot number 1000097683. Model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number null, batch/lot number 1000155197. Model/catalog description balloon fgs 61-70 cm. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient had covid and was in the intensive care unit (ICU) on a ventilator for 10 weeks. After being released from the hospital, the patient experienced recurring urinary tract infection and discomfort from hematuria. The physician was not sure of the cause for the symptoms. The patient requested an existing artificial urinary sphincter (aus) device being removed. There were no device malfunctions associated with the explanted device and the patient fully recovered following the procedure.